Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and a minimum fill notification was received. Customers pump battery was also reported to be depleting quickly which led to an unexpected shutdown. Customer's blood glucose level ranged between 100-410 mg/dl. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.